Manufacturer narrative:
Product complaint # (B)(4). Attempts to obtain the following information has been performed, but not received to date. If the further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported in a journal article that a patient underwent a spinal wound closure on an unknown date and topical skin adhesive was used. Title: spinal wound closure using a self-adhering mesh system and polymeric glue (2-oca). Author: ashwin kumaria, tony bateman , megan burns. Citation: vol 2 no 2 (2018) volume 2_suppl(conference proceedings): the 7th newton meeting, derby, england, december 2018. This study discussed about the spinal wound closure using a self-adhering mesh system anf polymeric glue (2-oca). During the procedure, fascial layers were closed using stratafix knotless barbed suture (ethicon) and superficial layers were closed using dermabond prineo (ethicon). Reported complication included wound dehiscence (n=1) which the patient developed within 48 hours requiring a return to theatre for washout and primary closure under general anaesthetic. In conclusion, the study do not recommend the routine use of the prineo in the absence of deep dermal and/or subcutaneous/subcuticular sutures.